Event description:
It was reported that during a lap supercervical hysterectomy procedure, the blade tip broke off and did not fall into the pt. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.